Event description:
Implants placed on patient - implants became loose and did not integrate. Patient had infection.

Event description:
Implants placed on patient - implants became loose and did not integrate. Patient had infection.